Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback cadiere forceps instrument was analyzed and found to have a cracked tube extension at the brown laser marked section of the component. There were no broken pieces. Thermal damage was not observed. There were two cracks observed, and the crack(s) measured 0.4520" and 0.5065" in length. The complaint was confirmed by failure analysis. An image review was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: based on the photos, it does look like a triangular shaped piece is missing from the distal overmolded section of the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that the force feedback cadiere forceps instrument dropped on the floor and cracked at the distal end. No known impact or patient consequence was reported.